Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid intrusion was confirmed during the device investigation. The investigation found corrosion due to fluid intrusion on the wireless module flex and radio printed circuit board (pcb). The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid infiltrate the device. It was also reported there was no pt injury related to this condition.